Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, ¿loosening or migration of the implant.¿

Event description:
It was reported patient underwent an unknown procedure on (B)(6) 2015. During the procedure, an anchor pulled out from the bone. An additional hole was drilled to complete the procedure. No further information has been provided.